Event description:
It was reported that prior implant, the device was found in backup vvi mode. Another device was implanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).